Manufacturer narrative:
Based on the measuring range of the assay, the result from the roche assay range is considered to be correct. Based on the diluted result that measured higher than the undiluted result, interference is potentially a root cause. Additional dilution steps or a sample were needed for an investigation and were not received. No additional root cause investigation was able to be completed. The case is closed with no product problem identified.

Manufacturer narrative:
The cobas 8000 ise 1800 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant lipoprotein (a) gen.2 result from the cobas 8000 ise 1800 module. The initial result was 230 nmol/l, and the repeat result on a siemens analyzer was 579 nmol/l. There was another test completed on the c 701 from the same sample with dilution that gave a result of > test. The questionable result was repeated because it did not match the previous results. The results of 579 nmol/l matched with previous results.